Manufacturer narrative:
The dates of the events are unknown; however, according to the article the study period was from december 2011 to february 2015. For this reason, the first day of the reported study period (01-dec-2011) was used as the occurrence date. It is unknown if a sapien or sapien xt valve was implanted. The PMA numbers are p110021 for sapien and p130009 for sapien xt. According to the instructions for use (IFU), bleeding and cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. Majority of access related bleeding complications are related to diseased vessels and/or procedural technique during the insertion or removal of the sheath and/or dilators. There are cases where the bleeding is significant and more complex intervention or transfusion is required to treat/prevent a permanent injury from occurring. Intra-operative and post procedural bleeding/ hemorrhage without an obvious source of bleeding is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the device was not returned for evaluation. There was no allegation or indication a device malfunction contributed to the adverse events. There is insufficient information to determine the cause of the reported major vascular complications and major bleedings. The authors did not specify the source and possible contributing factors for the bleedings nor to which of the devices used during the tavr procedure the events were associated. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per the article ¿imaging-based predictors of permanent pacemaker implantation after transcatheter aortic valve replacement¿ 114 consecutive patients who underwent tavr with the edwards sapien or sapien xt valve from december 2011 to february 2015 at one institution were examined. During the study period, 13 patients had a major vascular complication and 11 patients had major bleeding. This report is for 7 of the patients. Article reference: routh, jared m., lee joseph, brodie r. Marthaler, and prashant d. Bhave. "Imaging-based predictors of permanent pacemaker implantation after transcatheter aortic valve replacement." Pacing and clinical electrophysiology 41, no. 1 (2018): 81-86.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Four manufacturer reports are being submitted for this article. Please reference related manufacturer report numbers: 2015691-2019-00320, 2015691-2019-00321, 2015691-2019-00322, 2015691-2019-00323.